Event description:
It was reported that the device had issues holding a full charge for the last several months. If the pt tried to charge the device, it could not be located. The pt was seen several times without success. The pt was scheduled for replacement surgery. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).